Manufacturer narrative:
(B)(4). Batch # p9470p. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. The ¿replace handpiece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. However, no alert screens were displayed at any time during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, ¿replace instrument¿ was displayed during use. The device did not touch any metal or staples. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.